Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 'can return to issue location' option was enabled in mql (myqlink) items and the 'show return button' option was enabled in the cubex application software. A technical support specialist (tss) advised the customer that the return button was accessible in the cubex application for returning items and confirmed that the return-to-bin feature was enabled. The tss also advised the customer to follow up with the employee to verify what may have occurred on 4/12, when a return transaction was completed instead of the expected issue transaction. The system functioned as intended a technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, discrepancy inquiry. User reported return transaction of 1 strip of lorazepam 1 mg tab was incorrectly logged on (B)(6) because no returns was allowed at the cabinet. It caused a discrepancy of -2 on (B)(6) when issuing the item on (B)(6). There were no adverse events or injuries reported based on this event.